Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited jumpy impedances that remain within range on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. Technical services (ts) provided potential causes for the jumpy impedances. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to g3 field: bsc aware date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited jumpy impedances that remain within range on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. Technical services (ts) provided potential causes for the jumpy impedances. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.